Manufacturer narrative:
Date of event: used the first day of the month of the aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending artery. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending artery. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen. At 10.6cm from the tip of the device, the guidewire lumen was punctured exposing the inflation lumen which would cause device leakage. The damage indicates an interaction with a guidewire. The balloon was loosely folded, and the tip of the device was damaged.

Manufacturer narrative:
B3 - date of event corrected from 12/01/2021 to (B)(6) 2022.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending artery. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced for dilation. However, during the inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with no patient complications reported.